Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation") in a 44 year-old female patient who had essure inserted (lot no. A96183) for female sterilisation. The patient had a medical history of atypical hyperplasia of endometrium and endometritis in 2022, obesity, normal delivery (live child) (3), miscarriage (2), pregnancy and hypothyroidism in 2014 and uterine fibroid and uterus enlarged in 2013. Concurrent conditions were listed as abnormal uterine bleeding since 2022 and pelvic pain since 2014. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: number of trailing coils on the left:_3. Number of trailing coils on the right_4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.359 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: comparison: none. Impression: 1. Bilateral essure wires with contrast extending to the proximal ends, but without extension beside or beyond them. 2. Suggestion of small intravasation of contrast in the uterus which rapidly dissipates [pathology test] on (B)(6) 2022: specimen submitted: cervix, uterus, bilateral fallopian tube clinical data: abnormal uterine bleeding, pelvic pain. Final diagnosis (microscopic): cervix, uterus, bilateral fallopian tube: cervix - negative for dysplasia and malignancy. Endometrium - a. Secretory endometrium with no breakdown. No polyps, chronic endometritis, atypical hyperplasia or malignancy identified. Myometrium - no pathologic abnormality. Uterine serosa - no pathologic abnormality. Right and left fallopian tubes - a. Benign paratubal cyst. B. Fallopian tubes with no pathologic abnormality gross: within the fallopian tube cornea are tubal ligation wires. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information,medical history,lab data,lot no .,indication,drug stop date,non drug treatment added..event medical device removal was updated to uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3834 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation") in a 44 year-old female patient who had essure inserted (lot no. A96183) for female sterilisation. The patient had a medical history of atypical hyperplasia of endometrium and endometritis in 2022, obesity, normal delivery (live child) (3), miscarriage (2), pregnancy and hypothyroidism in 2014 and uterine fibroid and uterus enlarged in 2013. Concurrent conditions were listed as abnormal uterine bleeding since 2022 and pelvic pain since 2014. On (B)(6) 2012, the patient had essure inserted. At an unknown time, she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The reporter considered uterine perforation to be related to essure administration. The reporter commented: number of trailing coils on the left:_3. Number of trailing coils on the right_4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.359 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: comparison: none. Impression: 1. Bilateral essure wires with contrast extending to the proximal ends, but without extension beside or beyond them. 2. Suggestion of small intravasation of contrast in the uterus which rapidly dissipates [pathology test] on (B)(6) 2022: specimen submitted: cervix, uterus, bilateral fallopian tube clinical data: abnormal uterine bleeding, pelvic pain. Final diagnosis (microscopic): cervix, uterus, bilateral fallopian tube: cervix - negative for dysplasia and malignancy. Endometrium - a. Secretory endometrium with no breakdown. No polyps, chronic endometritis, atypical hyperplasia or malignancy identified. Myometrium - no pathologic abnormality. Uterine serosa - no pathologic abnormality. Right and left fallopian tubes - a. Benign paratubal cyst. B. Fallopian tubes with no pathologic abnormality gross: within the fallopian tube cornea are tubal ligation wires. Lot number: a96183, manufacture date: 2013-06-25, expiration date: 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On (B)(6)2022, 3834 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.